Event description:
Hcp reported the patient was scheduled to have a hysterectomy and the surgeon, at the request of the patient's doctor, elected to remove the implanted pump at the same time as it was no longer being used. Several months later the surgeon remembered to send the pump back to the manufacturer for analysis. Hcps unable to provide any additional information concerning the patient's condition at this time.